Event description:
It was reported difficult deflation was encountered during a superficial femoral angioplasty procedure. A needle was inserted at the skin site to puncture and deflate the balloon. No pt complications resulted from this event. Without evaluating the device co is unable to determine the cause for this event.